Event description:
During a follow up, two svt episodes were observed. Egms showed noise but not oversensed. Noise was reproduced via arm movements. X-ray did not reveal any visible damages; however, possible lead anomaly suspected. The physician elected to monitor the patient, as subsequent f/u showed normal electrical measurement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.